Event description:
A male pt with the shorter common iliac arteries (approximately 15mm) underwent aaa repair in 2009. The bifurcation of the left internal iliac artery was difficult to identify. The procedure was performed as labeled, but the contralateral iliac leg graft was placed shorter than planned since the physician worried about covering the internal iliac artery bifurcation. As a result, the distal end of the contralateral iliac leg graft dropped inside the aaa. Thus, the physician again tried to identify the bifurcation again and added another iliac leg graft without covering the bifurcation of the internal iliac artery. The procedure was completed without endoleak. The pt is doing well.

Manufacturer narrative:
This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an instructions for use (IFU), which describes the indication for use, warnings, precautions and the proper deployment sequence. Specific to this case, the IFU provides guidance on proper graft sizing and selection. The IFU also details deployment instructions: "introduce the contralateral iliac leg delivery system into the artery. Advance slowly until the iliac leg graft overlaps at least one full iliac leg stent (i.e., proximal stent of the iliac leg graft) inside the contralateral limb of the main body ... Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure both internal iliac patency and a minimum overlap of one full iliac leg stent (i.e., proximal stent of iliac leg graft, maximum overlap of 1.5 stents) within the main body endovascular graft. The failure mode assigned to this case is "deployment". This failure mode was determined based on the provided event description supplied by the distributor. It appears that either an incorrect size graft was used to treat the pt, or the physician deployed the tfle graft high in the tfb graft. A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar complaints.